Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The battery has an expiration of may 2029, and the maintenance schedule is reported as monthly. Communication with the customer: the customer stated they have replaced the 9v battery in the main battery; the pads expire in april 2026. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.